Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump turned off without an alarm and the insulin pump was unresponsive after a battery change. Customer also stated she had a blank display screen on her insulin pump. Troubleshooting was performed but the correct display did not return even after changing the battery on the insulin pump. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.